Manufacturer narrative:
The event was confirmed with photograph and product received. Visual inspection confirmed black debris inside the pouch. The inside of the pouch is also scuffed. No significant damage was observed on the outer packaging. The end of the box was torn indicating that it opened from the end rather than using the designated flap. Evaluation of the returned product/photograph provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating inside the sterile barrier. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that upon opening the inner sterile packaging, containing the stem, loose material was noticed. An alternate product was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.